Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found a leak from the mc probe. It was blocked in the valve and the valve was replaced. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that all modular chemistry (mc) reaction cups on the unicel dxc 800 synchron system were overflowing with fluid and not draining. The main mc drain tubing appears to be blocked. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.